Manufacturer narrative:
The pod was received with the cannula deployed. The download data shows that the device generated an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. Inspection of the drive mechanism assembly found the commutator cap to be contaminated. First prime ended early due to the contaminated commutator cap causing false opening sequences in the data. Due to first prime ending earlier than expected, the needle did not deploy after second prime was completed. The contaminated commutator cap caused the alarm and the needle to deploy late.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. It deployed 8 minutes late.